Event description:
New information received notes that the lead was explanted. The patient had no problems and was stable the entire procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the interrogation of the device, possible damage on the high circuit and damage on the lead was observed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.